Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that unstable angina and in-stent restenosis occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization. Subsequently, index procedure and coronary angiography were performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) artery with 75% stenosis and was 36 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 38 mm promus element¿ plus drug-eluting study stent, with 0% residual stenosis. The following day, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2016, the patient had substernal chest pain radiating to the jaw and left arm which was relieved after 3 sublingual nitroglycerin over 10 minutes. The patient reported that the angina occurred at rest and had another brief episode the next day which was also relived by ntc. Six days after, the patient had a follow up visit and revealed a major event of chest pain last week. The patient was diagnosed with unstable angina and was recommended for a left heart catheterization (lhc) and possible percutaneous coronary intervention. Seven days after, the patient came in for the planned lhc due to accelerating chest pain, shortness of breath consistent with canadian class 4 angina and was referred to cardiac catheterization. Given with patient¿s classic symptoms and instant wave-free ratio (ifr) of 0.91, it was felt best to intervene upon the lesion. The in-stent restenosis (isr) of the study stent was treated with pre-dilatation and stent placement 2.75 x 23 non-bsc drug-eluting stent. There was 0% residual after the treatment (timi flow 3). The following day, the event was resolved and the patient was discharged on the same day on aspirin and clopidogrel.